Event description:
It was reported that the ilet user experienced ¿wacky¿ blood glucose levels and had difficulty syncing logs due to an incompatible phone, while also hesitating to announce snacks and acknowledging missed meal announcements. Guidance was provided to avoid carbohydrate snacks before bed or announce snacks as meals when appropriate. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure related to meal announcements and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.